Manufacturer narrative:
Philips service replaced the flexvision-2 revised pc, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to start, requiring flexvision pc replacement on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.